Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2009, due to patient allegations of pain, loss of range of motion, fluid buildup, and metallosis. Review of invoice history confirmed the modular head, taper adapter and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s operative (op) notes reports patient underwent a left hip revision on (B)(6) 2009, due to femur and thigh pain. Revision op report notes a loose stem, fibrous membrane, and fibrous tissue were observed. There was no evidence of infection noted. Subsequently, op notes dated (B)(6) 2014, reports patient underwent a second left hip revision due to metallosis and painful scar. Revision op report notes scar tissue and metallosis with local tissue reaction. The head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2013-05461 / -06563 and 1825034-2014-02579 / -02580).